Event description:
Reporter indicated that the site was experiencing difficulties in re-programming a vns device. The MFR was informed that the physician was unable to program the new parameters on the device. Good faith attempts are being made to obtain additional information.